Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref# (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI), # h4 manufacture date. D1 - brand name - previous brand name: servo-I, - corrected brand name: servo-I base unit d4 - version or model # - previous version or model #: servo-I, - corrected version or model #: 6487800 d4 - unique identifier (UDI)# - previous unique identifier (UDI)#: missing, - corrected unique identifier (UDI)#:(B)(4). H4 manufacture date - previous manufacture date: 11/26/2015 - corrected manufacture date: 11/23/2015

Manufacturer narrative:
It has been reported a faulty ventilator that failed during pre-use check (puc), our field service engineer replaced the control printed circuit board to solve the issue and send it back for further investigation. Review of provided logs confirm the failure during puc at date of reported event. Simulated use test could not reproduce the issue; the returned pcb was placed in a ventilator; the pre-use check (puc) did not reveal any issue. Ventilation was performed for 24 hours without issue nor alarm. Another puc was performed successfully after ventilation. The issue could not be reproduced. The visual inspection of the returned control pcb showed no anomalies. The root cause could not be determined. The control pcb: electronics including microprocessor (¿p) control to achieve among other the regulation of inspiratory flow which is used during inspiration time in volume control (vc) mode. Regulation of inspiratory pressure which can be used during inspiration time in any mode and regulation of a constant inspiratory flow which is used during expiration time in all modes. The breathing software is partly stored on this pcb.

Event description:
Manufacturer's ref# (B)(4).